Manufacturer narrative:
The t:slim x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill messages when attempting to load a cartridge. Reportedly, the cartridge was filled with 100 units of insulin. Reportedly, the customer did not perform the air removal step. The customer's blood glucose level was 94 mg/dl. During troubleshooting with tandem technical support, the customer loaded a new cartridge successfully and resumed insulin delivery.